Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged having been hospitalized in the spring of 2014 with a blood glucose (bg) of 1500 mg/dl. The patient attributed this bg excursion and hospitalization to the use of animas supplies. This complaint is being reported as the alleged issue with the cartridge could not be resolved, and because the bg excursion is attributed to the supplies.